Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt was seen in an office visit at which time the vns therapy system was found programmed off with no explanation. Subsequently, the patient's generator was programmed back on by the physician. No serious injury was reported.